Event description:
Additional information received from the patient reported that the blood clots were brought on by it getting hot outside after the spinal cord stimulator surgery. The patient noted that they passed out when the issue occurred. The patient was prescribed coumadin and the patient was kept in the hospital for a week. During the hospital stay, the patient's oxygen level was kept at 4. The patient was still on oxygen at the time of the report and noted that they would be on oxygen for at least 5 months.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that about 1 week after the spinal cord stimulator replacement in (B)(6) 2015, he had four blood clots that went from his legs to his lungs and caused him to stop breathing. The patient needed oxygen, and is now on blood thinners. The patient is also a "heart patient." The blood clot situation has resolved. The patient is fine now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) had no records or information regarding the patient having blood clots. The last note in the patient's chart was from (B)(6) 2016, but it had not been transcribed yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.